Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. No product was provided for evaluation. Data was provided but confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).